Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. After an 8x40x120 epic vascular stent was implanted, a 6.0mm x 40mm x 135cm sterling balloon catheter was advanced for post-dilatation. However, during initial inflation at 6 atmospheres for a few seconds, the balloon ruptured as it was hit by the stent edge. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. After an 8x40x120 epic vascular stent was implanted, a 6.0mm x 40mm x 135cm sterling balloon catheter was advanced for post-dilatation. However, during initial inflation at 6 atmospheres for a few seconds, the balloon ruptured as it was hit by the stent edge. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.